Manufacturer narrative:
Corrections and or additional information has been added to the following sections: d1, d5, e3, g6, h2, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 26-nov-2022 to 25-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the station'stime was off by around 10 minutes. The technical support specialist dialed the station and configured the time followed at current cst. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a station with a time discrepancy of 10 minutes, which prevented the nurse from accessing any medications. The manufacturer reached out to the customer for more information regarding the incident, but no further details have been received. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station's time was inaccurate. The technical support specialist addressed the issue by adjusting the time to align with the current central standard time. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a station with a time discrepancy of 10 minutes, which prevented the nurse from accessing any medications. The manufacturer reached out to the customer for more information regarding the incident, but no further details have been received. There were no adverse events or injuries reported based on this event.